Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for femoral osteotomy in children with the aiming block in question. Surgeon tried to insert guide wires with the aiming block, but there was resistance in 1 of the 2 holes of the aiming block. The surgeon pushed the guide wire a little more forcefully, which resulted in guide wire stuck in the aiming block, and the surgeon could not insert the guide wire. The surgeon used a threaded drill guide to insert other guide wire and proceeded with. Procedure was completed successfully with thirty (30) minutes delay. This report is for one (1) 2.8mm kirschner wire spade point 200mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that k-wire ã¸2.8 w/spade point tip was jammed inside aiming block f/scr ø5 f/lcp paed-hippl device and the guide wire surface was deformed. The dimensional inspection was performed for the k-wire ã¸2.8 w/spade point tip and the diameter of the wire was within the print specification. The functional test was performed to pull the guide wire with some force, but it was still jammed. The observed unable to assemble and unable to disassemble condition of the components was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed jammed condition of k-wire ã¸2.8 w/spade point tip would have contribute to the complained device interaction issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: checked outer diameter of the guide wire (at an undamaged section of the shaft) with caliper per relevant drawing and shaft diameter measurement was within specifications. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.108.005, lot # 68p8048, manufacturing site: balsthal, release to warehouse date: 29.09.2020. A manufacturing record evaluation was performed for the finished device 03.108.005 lot number 68p8048, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.